Event description:
It was reported that during a total knee replacement procedure that the blade broke. It was also reported that the broken pieces did not fall into the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned blade was measured where possible and all critical specifications were met. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multifactorial.